Manufacturer narrative:
(B)(4) initial report additional information, and the return of the reported device has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery the spring mechanism of a unity gap checker snapped.

Manufacturer narrative:
Per -832 final report: the device was returned and the failure mode was confirmed. The relevant device manufacturing records have been identified and reviewed. It was found that the devices were manufactured in november 2013 and conformed to material and dimensional specification at the time of manufacture. The investigation of the root cause concluded that the device was probably subject to wear and tear, potentially due to excessive compressive load applied to the tibia and femoral paddles. It is the only event reporting a breakage of the spring mechanism and it was found that this device had been in use for 4 years. Therefore, this is an isolated event, and the root cause is probably an accelerated wear and tear or misuse. Corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery the spring mechanism of a unity gap checker snapped.